Event description:
It was reported during a ptca treatment procedure, difficulties deflating the balloon were encountered. The physician was unable to deflate the maverick otw 15 mm x 2.5 mm angioplasty balloon after the first inflation to 5 atms. The device was introduced and removed from the guide catheter once. A choice guidewire was used with the device. Using a 60 cc syringe and pulling back very hard, the physician was able to deflate the balloon enough to remove it from the pt. Some resistance was encountered upon removal. No pt injuries or complications were reported. The pt's status is unk. No additional info is available at this time.